Event description:
Customer reported obtained results of 357 mg/dl and 120 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 240 mg/dl and 122 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.